Event description:
In 1988 this patient had placed a permanent type becker expander with silicone gel on the outside and saline inside. Since 1990 the patient has developed the following sympptoms; rashes on both feet, fatigue, myalagia, short-term memory loss, dry eyes and mouth, tingling in the fingertips and feet and night sweats. She had a right periprosthetic capsulectomy and removal of the implant. The capsule was thick and the implant was intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.